Event description:
It was reported that, approximately 30 days post-op from a total hip, the pa and surgeon noted wound dehiscence and infection. Incision and drainage and wound vac procedures were performed to treat the infection.

Manufacturer narrative:
The actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Forty-four (44) device history records were reviewed. There were no non conformances issued for these lots no suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative infection and dehiscence can not be determine with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4).